Event description:
The pt feel and landed on the implantable neurostimulator (ins); the implant was in the lower lumbar area. The pt had a contusion on her buttock. The patient was fine for two weeks. Then the stimulator stopped working correctly/intermittent stimulation. Impedances were checked and readings of >10000 ohms were found for all combos with 8, 9,10, and 11. It was determined that the connector was fractured. The lead and extensions were replaced. It was noted that there seemed to have been a fracture in the insulation of one of the extensions, as well as separation of the insulation from both lead bodies of the lead to the electrodes that goes into the extension connector. There was not pt injury. The pt recovered without sequela. The pt resumed adequate stimulation and was very happy with the results.

Manufacturer narrative:
The lead and extensions have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.